Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) wire was broken. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have damage on the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation showed damage. Additional findings not reported by site include that the instrument was found with a mechanical indentation on the bipolar yaw pulley. The damage was found near the conductor wire insulation damage. The complaint was confirmed by failure analysis.